Event description:
It was reported during a left sided ablation procedure a suspected air leak occurred from an agilis introducer causing st elevation. The physician completed a transseptal puncture with a non sjm transseptal needle through an agilis introducer when he reported resistance while flushing the agilis in the left atrium (la). The agilis was withdrawn into the right atrium (ra), but the physician still encountered resistance while flushing. The agilis was removed from the body and flushed again when a thin piece of unidentifiable substance, possibly tissue or clot, was flushed from the agilis. The agilis was flushed again throughly and reintroduced with the dilator into the la. The patient was heparinized and approximately 10 minutes later, st elevation was noted on the ECG. The physician suspected air had entered the la from the agilis introducer. The agilis was removed fro the body, another agilis was introduced and the procedure was completed without further issue. The st elevation resolved independently and the physician reported that there were no patient consequences. Additional information was requested but was not available.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.